Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was the subject of a telephone call from the deceased patient's spouse, after she read of the legal settlement that included devices in this advisory population. She commented that the device was not 'state-of-the-art' as she said she had been told. Her husband had passed away nearly four years previously, approximately seven months after his crt-d was implanted. The cause of death was not reported, and the device was not reported, and the device was not returned; there were no known allegations against the device or its functionality prior to the spouse's call. The patient had undergone open heart surgery approximately 2-3 months prior to the device implant. The spouse indicated her husband was hospitalized at the time of his death, and the device was being checked during his hospitalization.

Manufacturer narrative:
Not returned. A boston scientific technical services consultant (ts) told the spouse her husband's device was on a physician's communication in 2005, and recommended she contact the patient's physician. The spouse indicated she would rather speak to someone at guidant. When ts indicated an employee from boston scientific's legal department would contact her, the caller indicated she would prefer to speak to someone from the legal department immediately and ts transferred the caller as requested. The local boston scientific account representative was contacted, but did not have any additional information available regarding the device or its functionality. This device was part of the population included in the june 17, 2005 physician advisory. This event will be updated if additional information is received.